Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 4058m52 lead implanted: (B)(6) 2005, 4250 lead implanted: (B)(6) 1982. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible right ventricular (rv) lead insulation break/damage. The rv lead has exhibited noise, increase sic (sensing integrity counter), and the previous month there was four high rate episodes that appear to be noise. The rv lead remains in use, but it was noted that when patient has a generator change the rv lead will be replaced at that time. No patient complications have been reported as a result of this event.